Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving bupivacaine (2.5mg/ml at 0.4mg/day) and dilaudid (185.9mg/ml at 30.04mg/day) via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and post lumbar laminectomy syndrome. It was reported that the hcp aspirated without difficulty, but was only able to fill 15cc on a 20cc pump and met resistance at refill on (B)(6) 2018. Hyperbaric was ruled out. No symptoms were reported. There were no further complications reported at this time.